Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin. The insulin leak occurred with several infusion sets from the same box. It is unknown how many infusion sets were defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.